Event description:
Pt underwent insertion of portacath in 1999 for treatment of sickle cell disease. The portacath began malfunctioning about 2 months later. In early april pt had pain with infusion of medication throught the port. Because they no longer needed the port, removal was scheduled. Chest x-ray showed that the catheter was disconnected from the port and had embolized into the right ventricle and right pulmonary artery. The catheter was removed by the interventional radiology team.